Manufacturer narrative:
(B)(4). A break in aseptic technique by the patient was reported. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the home patient (hp) disconnected during therapy and then reconnected. The tsr advised that due to the hp being disconnected at the time the initial drain began, that they must end therapy. The hp could not say for sure if they used proper aseptic technique when disconnecting. The tsr assisted the hp in ending therapy and advised them to contact the registered nurse (rn). The hc was operational. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.